Manufacturer narrative:
The reportability decision has been changed from serious injury to malfunction.

Event description:
On (B)(6) 2019 the customer mentioned that the hospitalization was not diabetes related.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 to (B)(6) 2019 because of his blood pressure since he almost passed out and called 911. The customer's current blood glucose was 145 mg/dl and 150 mg/dl. Customer also stated that the button of insulin pump was stuck and using auto mode feature on insulin pump. It was also reported that the customer had some issue with the sensor and there was blood in the sensors in the past. Customer reported that they received a calibration not accepted alert. The insulin pump will not be returned for analysis.